Event description:
Dealer also advised front riggings on chair are not sturdy due to using a lot of plastic on them. Dealer advised he had to redesign front riggings for enduser. Additional reportable malfunction for this device; prid 301691 - adjustment knob broken.